Event description:
The hospital reported a malfunction resulting in low o2 delivery during a case. The case was discontinued, unit replaced, and case resumed. There was no patient injury reported.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Incident date: unknown at time of MDR filing. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The ge field engineer found water and ingressed into the lift tube resulting in damage to the air flow sensor and gas inlet valve. The ventilator was replaced to resolve the issue.